Event description:
It was reported that the patient was symptomatic with fast heart rates and atrial flutter. A transmission showed the right atrial (ra) lead had potential undersensing of atrial rate. The atrial sensed beats were falling into the blanking period. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).